Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02782 and 33005099803-2022-02783 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2022 that two epic biliary stents were to be used to treat a hilar stricture during an interventional radiology (ir) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed with stent placement procedure performed on an unknown date. During the procedure, the first epic biliary stent was deployed successfully (the subject of this report). A second epic biliary stent (the subject of MFR. Report # 33005099803-2022-02783) was attempted to be used; however, the stent prematurely deployed and disrupted the first stent. Both stents were removed from the patient and the procedure was completed via an alternative method or device. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02782 and 33005099803-2022-02783 for the associated device information. It was reported to boston scientific corporation on may 04, 2022 that two epic biliary stents were to be used to treat a hilar stricture during an interventional radiology (ir) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed with stent placement procedure performed on an unknown date. During the procedure, the first epic biliary stent was deployed successfully (the subject of this report). A second epic biliary stent (the subject of MFR. Report # 33005099803-2022-02783) was attempted to be used; however, the stent prematurely deployed and disrupted the first stent. Both stents were removed from the patient and the procedure was completed via an alternative method or device. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block h6 (impact codes) has been corrected.